Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. After the exchange of all ise consumables and reagents, it is impossible to evaluate the real root cause of this issue. The calibration reports show a good performance. No adverse event was reported.

Event description:
The customer reported that starting on (B)(6) 2013, they were seeing low ion selective electrode (ise) sodium values on one level of control and approximately 10 patient samples were questioned. The customer provided data for eight patient samples and initial results for all eight samples were found to be erroneous when tested on a c111 instrument. Samples were sent to a hospital laboratory where they were repeated on a beckman (B)(4) instrument. The repeat results were believed to be correct and corrected reports were issued for these. Sample one initially resulted as 128 mmol/l accompanied by a data flag. The sample was repeated and resulted as 136 mmol/l. Sample two, from a male, initially resulted as 130 mmol/l accompanied by a data flag. The sample was repeated and resulted as 138 mmol/l. Sample three, from a (B)(6) female born on (B)(6) 1941, initially resulted as 130 mmol/l. The sample was repeated and resulted as 138 mmol/l. Sample four, from a (B)(6) female born on (B)(6) 1982, initially resulted as 130 mmol/l. The sample was repeated and resulted as 138 mmol/l. Sample five, from a (B)(6) female born on (B)(6) 1952, initially resulted as 132 mmol/l. The sample was repeated and resulted as 139 mmol/l. Sample six, from a (B)(6) male born on (B)(6) 1941, initially resulted as 131 mmol/l. The sample was repeated and resulted as 140 mmol/l. Sample seven, from a (B)(6) female born on (B)(6) 1952, initially resulted as 133 mmol/l. The sample was repeated and resulted as 141 mmol/l. Sample eight, from a (B)(6) male born on (B)(6) 1952, initially resulted as 132 mmol/l. The sample was repeated and resulted as 142 mmol/l. The patients were not adversely affected by the event. The physician who was provided the erroneous results was aware that there was an issue with ise sodium recovery on the c111 analyzer. The c111 analyzer serial number was (B)(4). The field service representative determined that there was a failure of the ise sodium electrode. He replaced all electrodes, syringe tip, indirect calibrator bottle, reference solution bottle, sample probe, and mixing tower o-rings. The customer made up new quality control material. All electrodes calibrated and quality control results were ok. The customer repeated some patient samples that initially had low ise sodium results on the c111 analyzer and the repeat results correlated well with the results from the other laboratory.